Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
An article/literature was received entitled "patient-specific instrumentation does not affect rotational alignment of the femoral component and perioperative blood loss in total knee arthroplasty: a prospective, randomized, controlled trial¿ by pietro s. Randelli et al. Published by the journal of arthroplasty was reviewed. The article purpose: to test the hypothesis that the depuy trumatch psi could reduce femoral rotational malalignment in comparison to conventional instrumentation. The article reports: a cemented, posterior-stabilized, fixed bearing prosthesis with patellar resurfacing (attune) was implanted in all patients. Sixty-nine patients were enrolled and 60 completed the followup. In 2 cases, a psi tibial guide broke during the cut. In 5 surgeries (3 cases, 2 controls), acute hydrolytic debonding of the tibial tray was observed after standard cementation. One patient in the psi group required surgical drainage of a painful hematoma of the operated knee 6 days after surgery. The tibial component separated from the cement mantle immediately after the cementation. A second cementation was necessitated. With all complications, they were all treated successfully. The cement manufacturer was not disclosed. Depuy products involved: psi instrument, attune. Complications: intra-op fracture (2), aseptic loosening (5), prolonged surgery (5), haematoma (1), surgical intervention (1).